Manufacturer narrative:
Product analysis: the distal tip was damaged. The 19th and 20th segment form the distal end had raised and deformed struts. The device returned with the stylette and protective sheath which covered the stent distal to the stent damage. The protective sheath could not be advanced proximally over the damaged section of the stent. (B)(4).

Event description:
It was reported that the physician was attempting to use a endeavor resolute rx drug eluting stent to treat a severely calcified and tortuous rca exhibiting 80% stenosis. The device was removed from its packaging and inspected with no issues noted. During the procedure resistance was encountered during delivery and the device failed to cross the target lesion and it was noted that stent deformation occurred. No excessive force was used when resistance was encountered. No patient injury reported. The physician commented that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. Please note that this device endeavor resolute is not marketed in the united states; however, it is similar to the united states marketed device resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.